Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. (B)(4).

Event description:
It was reported that far field p wave oversensing was observed in the beat immediately following a programming change. The oversensing was not seen at any other time and was consistent with when the action was being carried out. It was seen in the first beat following the programming change of tip to coil but also in the first beat following the programming change back to bipolar and then again when programmed tip to coil. The oversensing was not seen during the impedance test of the sensing test. There was also a drop in r wave amplitude. The device remains in use. No patient complications have been reported as a result of this event.